Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding device placement procedure in 2006. According to the complainant, five days after placement, the balloon ruptured. Another endovive low profile balloon replacements device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "ok."

Manufacturer narrative:
A visual examination of the returned device confirmed there is a pinhole in the balloon. A functional check found the device leaks and is non-functional. The cause of the device malfunction is undetermined.